Event description:
Customer reporting 1 false negative sofia sars result for 1 symptomatic patient. Patient reported to have onset of symptoms for two days prior to testing. Confirmation testing done with pcr resulting positive.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine, source: phone.